Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient who underwent primary breast augmentation surgery with a 425cc mentor smooth round moderate profile saline breast implant experienced right sided deflation post procedure. As a result, patient underwent bilateral removal and replacement with two 475cc smooth round moderate plus profile saline breast implants on (B)(6) 2019.

Manufacturer narrative:
On 12/20/2019 mentor became aware that it erroneously submitted a date of implant that occurs prior to the manufactured date of the device. The date of implant has been updated to reflect a conservative estimate that is possible with the given manufactured date. Manufacturer reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/17/2019. Device evaluation summary: according to the information provided, the patient experienced a deflation on the implant. During evaluation of the device two creases were noted on anterior and extending to posterior aspect. Within one crease a tear was noted in the anterior view measuring less than 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Manufacturer¿s reference number: (B)(4).